Event description:
Pin broke off in receptable and customer could not use the generator. The pt was on the table under anesthesia and the case was cancelled. Staff nurse indicated that the receptable the probe is plugged into, had one pin broken and one pin belt. This is indicative of improperly plugging in the probe and pins get bent and broken as a result. Sales rep. Brought a replacement unit and the case was completed approx two weeks later.